Manufacturer narrative:
The customer called back at a later date after performing the decontamination and stated that quality control (qc) was consistent and they have not had any issues with patient results. Qc and multi analyte controls (mac) were both within range. The customer reran the patient sample with the previously discrepant results after the decontamination and the result was 0.91 ng/dl, which is in the normal range. No further action required. The aia-900 analyzer is functioning as expected. A 13-month complaint and service history review through the aware date of event for similar complaints was performed for serial number (B)(6). There were no similar complaints identified during the search period. A 13-month complaint and service history review through the aware date of event for similar complaints was performed for lot number ey17597. There were no similar complaints identified during the search period. The st ft4, analyte application manual states the following: for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g., symptoms, results of other tests, clinical impressions, therapy, etc.). Using st aia-pack ft4, the highest concentration of free thyroxine measurable is approximately 8.0 ng/dl, and the lowest measurable concentration is 0.10 ng/dl (assay sensitivity). Although the approximate value of the highest calibrator is 9.0 ng/dl, the exact concentration may be slightly different. The assay specification, assay range high, should be defined as the upper limit of the assay range, 8.0 ng/dl. Although hemolysis has an insignificant effect on the assay, hemolyzed samples may indicate mistreatment of a specimen prior to assay and results should be interpreted with caution. Lipemia has an insignificant effect on the assay except in the case of gross lipemia where spatial interference may occur. Circulating autoantibodies to t4 may interfere with the free thyroxine measurements. Hormone-binding inhibitors may interfere with the free t4 assay. Heparin may cause in vivo effects in free t4 assays. Blood collection for free t4 assays should not be performed concurrent with administration of heparin therapy. Certain medications may interfere with assay performance. Specimens from patients taking medicines and/or medical treatment may show erroneous results. All results should be interpreted with respect to the clinical picture of the patient. Drugs which affect the binding of t4 to the thyroid hormone carrier proteins or affect the metabolism of t4 to t3 may complicate the interpretation of free thyroxine results. In patients with severe non-thyroidal illness (nti) in whom the free t4 yields results indicating hypothyroidism, it is suggested that the aia-pack tsh 3rd-gen or st aia-pack tsh assay be run to confirm this diagnosis. The most probable cause of the reported discrepant results was biological contamination.

Event description:
A customer reported "free thyroxine (ft4) test cup lot ey17597 trending low for quality control and patient discrepancies¿ on the aia-900 analyzer. A patient sample result of 0.69 ng/dl was reported to the physician who questioned the result and sent it to a reference laboratory (labcorp). The reference lab result was 1.01 ng/dl, which is what the physician was expecting. A second patient sample result of 0.36 ng/dl was reported to the physician who questioned the result and sent it to the same reference laboratory. The reference lab result was 0.58 ng/dl, which is what the physician was expecting. The physician expected labcorp results due to normal reference range of 0.75 - 1.54 ng/dl. Additionally, quality control (qc) was trending low, but was within range. The customer recalibrated, but there were no changes. The customer repeated the samples in question and the results were similar to the initial run. A technical support specialist (tss) instructed the customer to perform a decontamination and sent multi analyte controls (mac) to the customer. There is no indication of any patient intervention or adverse health consequences due to the reported event.